Event description:
Acuity whisper view reportedly involved in a case where lead got stuck in wire. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).